Event description:
Event description guidant received information that during a follow-up appointment, this implantable cardioverter defibrillator (ICD) displayed a red alert box. Memory latching is the suspected cause of the alert. The device was explanted and replaced.